Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope displayed communication error during a therapeutic gastroscopy procedure. The procedure was completed with an olympus back-up device with less than 30 minutes of procedural delay. There were no reports of patient harm.